Manufacturer narrative:
An impl tapered scr-v ha 4.7 mm 4.5mm 11.5mm (tsvwh11) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, excessive damage and a fracture at the collar. Also, an associated product unknown tool has been returned, stuck inside implant. However, this item is listed as associated item only and did not cause or contribute to the event. No further investigation will be conducted. Functional testing could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device location was #31 and was used for approximately 5 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number: (63166992). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (63166992) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. Last name unknown / not provided. PMA/510k: k013227.

Event description:
It was reported that the implant at tooth site # 31 fractured at hex and was removed. Additional appointments / implant re-placement: not indicated. Symptoms as a result of the event: none reported.